Event description:
After performing a procedure, it was reported that the 9800 system workstation video monitor had scrambled images with horizontal lines. It was also noted that the images were flickering and showing corrupt info. There was no report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Replaced the ccd camera and performed camera alignment and image quality checks. The system was tested and found to be working as intended and placed back into service.